Event description:
Customer reported the multiclix lancet will not retract. No accidental needle stick occurred. No adverse event reported. Requested return of the suspect device and replacement was sent.